Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room due to hyperglycaemia on (B)(6) 2026. The patient¿s blood glucose levels rose above 400 mg/dl while wearing the pod between 4 and 24 hours. Reported symptoms include malaise, nausea, stomach pain and vomiting. It was also reported that the patient¿s ketones were measuring high (no exact value provided). It was reported that the pod was leaking insulin, the patient¿s parent reported they were not sure that the cannula was seated properly in the infusion site (abdomen) and that when the pod was removed, the cannula appeared to be bent. The patient was treated with intravenous fluids and lantus (insulin glargine). The patient was released 7 hours later, the same day.